Manufacturer narrative:
Stated lens remains implanted. Lens was exchanged on (B)(6) 2017 for a larger, different diopter lens. The problem was resolved. Final post-op results: vault 500um, ucva 20/20. (B)(4).

Manufacturer narrative:
The lens was returned dry, in a micro centriuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent, foreign material on lens surface (clear and red residue), and a piece of haptic missing. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Work order search: no similar complaint type reported for units within the same lot. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, diopter -7.0/+1.5/089 implantable collamer lens (icl), into the patient's right eye (od) on (B)(6) 2015. The patient began to experience low vault, refractive surprise, and refractive change over time. The surgeon stated that the icl is on the axis. To date, the lens remains implanted.